Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to high blood glucose and diabetic ketoacidosis with blood glucose of over 770 mg/dl at the time of the incident, the customer current blood glucose was 156 mg/dl and had the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 156 mg/dl and the sensor glucose was 48 mg/dl at the time of the incident. The customer stated that insulin delivery was suspended due to sensor glucose values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The customer was hospitalized on (B)(6) 2018. The customer experienced symptoms such as vomiting, sleepy. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.